Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon was on the second or third firing with the duet6035a sulu. While trying to fire, the handle cracked and the sulu knife bar would not progress. He determined the tissue was too thick to be accommodated with a blue reload so he opened a new endo gia xl and a green 60 duet sulu. There was no tissue damage or associated blood loss and this delayed the case by no more than 5 minutes. The case proceeded as usual. The patient did well and was released on post-op day 4 with no issues. On post-op day 5, the patient was re-admitted for a follow up operation. In this procedure performed by another surgeon, three leak tests were done on the staple line to finally identify a very small leak in the last firing (6th or 7th) of the sleeve in the fundus of the stomach. This leak location was nowhere near the aforementioned duet6035a partial firing. The patient expired after the second operation. Further details have been requested.

Manufacturer narrative:
(B)(4).